Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood (bg) glucose levels (approximately 19 mg/dl). Reportedly, the pump basal rate was set too high. Customer had a seizure and became unconscious. Paramedics were called and the customer's low bg levels were treated with carbohydrates. Tandem technical support guided the customer through adjusting the pump basal rate.